Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call there was 100 point difference in sensor glucose and blood glucose value. The customer¿s blood glucose was 185 mg/dl and the sensor glucose was 42 mg/dl at the time of the incident. The customer reported that the insulin pump received change sensor alarm. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will return for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.